Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation, the force sensor socket was found to be damaged.

Event description:
During evaluation, the force sensor socket was found to be damaged.